Event description:
During the atrial tachycardia procedure, communication issues resulted in a procedural delay. The catheter was inserted into the heart and connected to tactisys and ensite but the catheter was not navigated on the ensite, and the electric potentials on the recording system were not displayed. It is unknown if the se function was recognized. The catheter was reconnected to the ensite, the output cable to the recording system was reconnected, and both the ensite and the recording system were restarted, but the potential and navigation display issues were not resolved. The catheter was replaced with a non-abbott catheter, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported event of a navigation and signal issue was not confirmed. Electrodes 1-4 and both magnetic sensors met specifications during electrical testing with no open or short circuits detected. In addition, no anomalies were noted on the 10 pin eeprom payload, and both magnetic sensors met specifications for polarity orientation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.